Event description:
It was reported an unsuccessful cavity integrity assessment (cia) test occurred during an attempted novasure endometrial ablation. The procedure was abandoned and two perforations were confirmed on post hysteroscopy. The physician reported the perforations were cauterized via laparoscopy and the pt was discharged home following a brief recovery period. Additionally, the physician reported the pt has been seen on follow-up and she is doing fine. A laparoscopy, hysteroscopy, dilatation and "sharp" curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment. If the complaint device is received, a supplemental medwatch will be filed. (B) (4).